Event description:
The customer reported that after pipetting an hbsag plate on summit the technician indicated that a low level of reagent was delivered to well h5. No error was generated. No death or serious injury was associated with this incident.